Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A representative tested the navigation system. Upon restart of the system the issue was resolved. The issue was unable to be replicated. Restarting the system resolved the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure during a training using a demo. It was reported that the tracker moved from the forehead to the nose. Rep was unable to move it back since the registration was already stored. Restarting registration resolved the reported issue. There was no patient present when this issue was observed.

Manufacturer narrative:
The software logs were reviewed, and the error was found to be consistent with a previously identified software failure issue. This event is being tracked within an internal monitoring system, and no further action was deemed necessary. If information is provided in the future, a supplemental report will be issued.